Event description:
The affiliate reported that the fill level sensor was calculated at 5 ml which may indicate that the fill level sensor is most likely miscallibrated.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the device is still implanted and was not returned for an evaluation. However the complaint is confirmed based on information provided by the customer. Following the miscalibrated fls identification procedure worksheet provided by the customer, it has been observed that the medstream pump 91-4200 sn: (B)(4), has a positive offset of approx. 5 ml which is over the acceptable error (> 3ml), as described in the ¿worksheet to identify pumps with a miscalibrated fls¿. The root cause of the fill level sensor (fls) offset has been investigated in the CAPA-(B)(4). An electronic review of the DHR was performed for the medstream pump 91-4201 sn: (B)(4) (lot: clfcd7), and no discrepancies were observed during the manufacturing process. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.

Event description:
Additional information from the affiliate stated, per affiliates request, verbiage is being added to identify complaints associated with the recall. "In the frame of the CAPA-(B)(4), a field safety notice has been initiated and each refiller has been asked to identify pumps with a miscalibrated fls by following the recommendations of the "worksheet to identify pumps with a miscalibrated fls" during each patient's next scheduled refill session. In this case, the measured offset between the syringe and fls measurement was greater than 3ml."

Manufacturer narrative:
Please be advised that per the new matrix on (B)(6) 2013, this file is being reported as a serious injury.